Manufacturer narrative:
Failure to follow instructions (oversized).

Event description:
An endurant iis stent graft system was implanted in a patient for the emergent endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. The aortic neck was 28, 28, 29, 30, 32 mm from proximal to distal over a length of 14 mm and contained moderate thrombus. It was reported that the follow-up CT showed the stent graft was infolded in the aortic portion of the device. Per the physician, the cause of the infolded stent graft was due to oversizing. The patient has not and will not receive treatment. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.